Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient underwent a revision procedure on an unknown side on (B)(6) 2014 due to patient allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, and loss of range of motion. The modular head and taper adapter were removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient underwent a revision procedure on an unknown side on (B)(6) 2014 due to patient allegations of pain, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, and loss of range of motion. The modular head and taper adapter were removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted the patient underwent a left hip revision on (B)(6) 2014 due to pain, pseudotumor and acute lymphocytic tissue reaction. Operative report further noted brownish blackish stained material and granulation tissue, fibrous tissue and osteolysis. The modular head and taper adapter were removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ the following sections could not be completed with the limited information provided. Date of event - (B)(6) 2014 or implant has not been revised. Date explanted - (B)(6) 2014 or implant has not been revised. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015- 01843 / 01846).